Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot#: 0205973904, product type: lead. Product ID: 3487a-33, lot#: 0206173556, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 29-may-2016 ; product ID: 3487a-33, serial/lot #: (B)(4), ubd: 02-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported a fluctuation on the impedance with changing the position around 200 ohms. It was noted that it was not clear if there were symptoms related to the event. No further complications were anticipated.